Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result. Visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of the balloon bursting. No damage was found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with the scope and other sharp objects could create friction on the balloon, caused the balloon tear during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst while being inflated to 7atm. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 08, 2021. The procedure was completed with another cre pro wireguided dilatation balloon.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst while being inflated to 7atm. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 08, 2021 the procedure was completed with another cre pro wireguided dilatation balloon.

Manufacturer narrative:
Block h2: additinal information: block b5 (describe event or problem). Block h6: device code 1074 captures the reportable event of balloon burst. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst while being inflated to 7atm. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.